Event description:
It was reported that during a post implant check the day after implant, the left ventricular (lv) lead exhibited no capture in all configurations. A chest x-ray revealed that the lead had pulled back. The device was programmed to right ventricular (rv) lead pacing only, and the lv lead was programmed off. Four weeks later, the physician attempted a revision, but he was unable to reposition the lead. The lead was subsequently explanted and replaced with a lead in a different branch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).